Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the journal of surgical oncology titled ¿anatomical rectangular tunnel anterior cruciate ligament reconstruction provides excellent clinical outcomes¿. The study reviewed ninety-nine (99) patients who underwent a anatomical rectangular tunnel acl procedure using arthrex fiberwire, and fibertape to address soft tissue approximation and/or ligation. During the thirty (30) month follow-up period, five (5) patients experienced a loss of extension. Ref: matsuo, t., kusano, m., uchida, r. Et al. Anatomical rectangular tunnel anterior cruciate ligament reconstruction provides excellent clinical outcomes. Knee surg sports traumatol arthrosc 30, 1396¿1403 (2022). Https://doi.org/10.1007/s00167-021-06609-5.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.